Manufacturer narrative:
Balt USA reference #(B)(4). (Follow up 3500a report submitted to correct the balt USA reference number - intial report indicated reference #(B)(4). Correct balt USA reference for this event is #(B)(4)) an evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f201201187 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "after non detachment of hss 5x10, during insertion of the same sized 5x10, it was pushed and pulled 2~3 times as it could not be inserted properly. When checked it was found that it was stretched, and solitaire stent retriever was used for partial retrieval of the stretched coil. The rest was attached to the vessel wall using a domestic intracranial stent.". 29sep2022, additional information provided by issuer: "o can you confirm that there was not harm/ injury sustained by the patient during/ post-procedure? What is the current status of the patient? - there was no harm / injury sustained by the patient. O was the anatomy tortuous? - we were informed the anatomy was tortuous.".

Manufacturer narrative:
(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f201201187 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "after non detachment of hss 5x10, during insertion of the same sized 5x10, it was pushed and pulled 2~3 times as it could not be inserted properly. When checked it was found that it was stretched, and solitaire stent retriever was used for partial retrieval of the stretched coil. The rest was attached to the vessel wall using a domestic intracranial stent." 29sep2022, additional information provided by issuer: " can you confirm that there was not harm/ injury sustained by the patient during/ post-procedure? What is the current status of the patient? There was no harm / injury sustained by the patient. Was the anatomy tortuous? We were informed the anatomy was tortuous."